Manufacturer narrative:
The technician found the control panel was not functioning. He replaced the control panel to repair the bed.

Event description:
Info received indicates the footboard trendelenburg buttons are not functioning, but other controls work.